Manufacturer narrative:
Field advisories: 1627487-07262012-002-r; 1627487-12192011-003-r. This ipg serial number was included in field advisories. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient's ipg was inoperable. Subsequently, the patient underwent surgical intervention where the ipg was explanted and replaced with a different model. The patient reported effective therapy postoperative. The event date is unknown.